Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the unspecified vacutainer blood collection needle experienced safety shield failure. The following information was provided by the initial reporter. The customer stated the "safety shields falling off without reason. If not processed just right test show high calcium and potassium values which are incorrect. Customer expects a call in response to this issue." Additional email: customer requested a return call concerning issues with vacutainer blood collection tubes (not identified; not reported) which on occasion yield incorrect high calcium and/or potassium levels. Customer also mentioned that the safety glide will snap off the syringe for reasons unknown.